Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient's condition worsened and the patient experienced a full body tremor and an increase in blood pressure. The lead was not implanted. The patient was injected with cortisone due to an allergic reaction to the contrast agent. The physician elected to implant a single chamber device. The patient recovered quickly after the procedure. The patient no longer needs to be monitored after recovering well.